Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal seal accessory was evaluated, and failure analysis did not confirm the reported complaint. The customer reported air leakage during pneumoperitoneum and submitted all four seals for analysis; however, the issue could not be replicated or verified. Visual inspection revealed no abnormalities, and the stopcock was correctly positioned and functioned properly. No product issues were identified.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the accessory for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure that air was leaking from the universal cannula seal. The procedure was completed with a backup cannula seal, with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the luer port of the cannula seal was broken. It was unknown if the loss of insufflation was rapid or gradual.